Event description:
A 3.0 mm diameter x 15 mm length endeavor mx2 drug-eluting coronary stent system was implanted into a patient for treatment of an rca lesion. (MFR report # 2953200-2008-00195) the patient also received a second unknown size endeavor drug-eluting stent that was also implanted in the rca. The lesion morphology was non-tortuous with moderate calcification and 75% stenosis. It was reported that cardiac catheterization was repeated two days later for an unknown reason. The patient returned nine days later due to complete atrioventricular block and hypotension. An intravenous pacemaker was placed and inotropics were started. It was reported that the patient went into cardiac arrest requiring full acls and expired within 24 hours of arrival.

Manufacturer narrative:
Lack of information.